Event description:
Approximately thirty-one months after vad implantation, the surgeon reported that the patient had developed high vad power consumption, hematuria and elevated lactate dehydrogenase levels. The patient was treated with fibrinolysis which resulted in a normalization of vad power consumption. The next day, the patient is reported to have developed a cerebral hemorrhage without neurological deficit. Also, the site reported being concerned about a slight increase in the power consumption at this point. A preliminary review of the controller log files revealed that the power consumption had increased slightly but remained within normal operating range with intermittent suction. The power consumption is reported to have remained stable on low doses of heparin. However by the next day, the patient had again developed hematuria and ldh levels of over 2000 iu/l. Laboratory findings at this time included a partial thromboplastin time (ptt) of 50 seconds. The site reported that they felt that this was too low but were also concerned about the risk of further bleeding. The patient underwent subsequent pump exchange. Investigation is ongoing.

Manufacturer narrative:
The device remained implanted. Review of the manufacturing documentation confirmed that the device met all requirements for release. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis; which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. No additional information will be forthcoming.

Manufacturer narrative:
Additional information received on : anticoagulation therapy was held at this point and the patient underwent subsequent pump exchange (for (B)(4)) on (B)(6) 2014. The explanted pump was removed and opened by the site. They reported that it revealed no evidence of new clots but did reveal "white clot" on the pump's ceramic surface. The high power event was reported to be related to "clot remaining in the pump" by the patient's surgeon. The cerebral hemorrhage event was reported to be related to the fibrinolysis treatment by the patient's surgeon.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.